Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was cracked on lower left front corner of top case. Event history log (ehl) showed: invalid syringe size. Syringe test and calibration verification on both qc (quality control) slugs were performed. The reported problem was duplicated; invalid syringe size was found during syringe test and failed size reading on both qc slugs; size pot ribbon was partially ripped. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced size pot, performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump showed check plunger sensor. No patient injury was reported.